Event description:
It was reported that, the aiming beam is faded, and the aiming beam output is low. In addition, there is noise when turned on. The console is still functional, and no error message is given. No further information was provided.

Manufacturer narrative:
This p120 console was serviced at the customers site. The reported clinical observations were confirmed. Replacing the fiber focus (lens assy) resolved the issue. The console passed full functional testing. It is most likely that the normal usage wear of the fiber focus caused or contributed to the reported allegation.

Event description:
It was reported that, the aiming beam is faded, and the aiming beam output is low. In addition, there is noise when turned on. The console is still functional, and no error message is given. No further information was provided.